Event description:
A home pt contacted baxter's technical service center for assistance. The home pt connected to the pt line before priming. Baxter's technical service center instructed the home pt to disconnect and start over with new supplies. No pt injury or medical intervention was indicated at the time of the initial report.